Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if pd therapy was being performed with a baxter device and/or baxter solutions prior to or at the time of death. The cause of death was not reported. An autopsy was performed, but no results are available. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis, service history review, event history log review, and device history review could not be completed. After review, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.